Event description:
It was reported, during a surgery, the surgeon noted that the measuring of the screw gauge is incorrect. All potential sources of error was checked i.e. Distance of the screw gauge. Nevertheless the surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.